Manufacturer narrative:
Device return: three (3) used d1000 tego connectors were returned. Although requested, the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded two of the tego connectors had residual blood present primarily between the seal and body components, tearing below the rim and above the thread post was seen on the third tego . Engineering testing and analysis to the applicable product specification was performed. The results recorded two of the tego connectors leaked, failed and the remaining one tego connector did not leak and passed acceptance criteria. The tego connectors were than disassembled to perform additional analysis of the internal componentry. The results recorded internal damages at the body - seal interface. This condition could result in internal leakage. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal/body component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented.

Event description:
Complaint received reporting leakage issues with use of dialysis set up with fresenius dialysis tubing and d1000 tego connectors. The initial information received reports three events occurring in sept. Where ".. Tegos started to leak .... ". The tego connectors were in use from "0 - 6 hrs." When the leakages occurred, the involved devices were removed, replaced and treatments resumed. There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and device return investigation findings.

Manufacturer narrative:
Device return pending.

Event description:
Complaint received reporting leakage issues with use of dialysis set up with fresenius dialysis tubing and d1000 tego connectors. The initial information received reports three events occurring in (B)(6) where ".. Tegos started to leak .... ". The tego connectors were in use from "0 - 6 hrs." When the leakages occurred. The involved devices were removed, replaced and treatments resumed. There were no reported adverse patient consequences.